Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed with the needle cap still attached. Investigation found all three battery voltages to be lower than expected. An external power supply was used to retrieve device data. Shelf mode current was measured in specification. Device data shows that the device was received in pod state 1 but was filled. The device was unable to transition to pod state 2 due to the low battery voltages. The device was connected to an external power supply, reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. The device deployed with no issue during rerun. The exact cause of the low battery voltages could not be determined.